Manufacturer narrative:
The returned catheter had red proteinaceous debris occluding the distal tip. All of the flow slits were open, and there was no difficulty passing water through the catheter. The valve returned with the catheter was patent and passed siphon, reflux, and leak testing. It was within specifications for all pressure-flow and preimplantations tests. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the patient got worse 6 months after implantation. The physician suspected an occlusion in the peritoneal catheter.